Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not holding a charge and the patient was charging frequently. It was also noted that the patient was having charging problem with coupling issue with the ipg. Database analysis was taken and revealed no anomalies. The physician discussed relocating the pocket so that the patient would have a fewer problems from the ipg. The patient underwent a revision procedure wherein only the ipg was explanted. Stimulator malfunction was noted.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint in regard to the charging issue was not verified. In the lab, the ipg was coupled with a test charger, and it was charged to 3.978 volts in one charge cycle from 3.451 volts. The end-of-charge beeps were generated upon completion of charging. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate was within the expected range, 2.42 mv per day with the stimulation turned off.

Event description:
A report was received that the patient's ipg was not holding a charge and the patient was charging frequently. It was also noted that the patient was having charging problem with coupling issue with the ipg. Database analysis was taken and revealed no anomalies. The physician discussed relocating the pocket so that the patient would have a fewer problems from the ipg. The patient underwent a revision procedure wherein only the ipg was explanted. Stimulator malfunction was noted.